Event description:
It was reported that via facility medwatch mw5176308 the patient had an allergic reaction and experienced pain. No further information has been obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in october 2025 prior to the date the manufacturer became aware. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.